Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The patient sample generated a positive result for the sars-cov-2 target with the liat assay and ran the same sample again on the cepheid platform and generated a negative result. The patient was transported to a sister facility where another sample was recollected. The recollect sample was tested on biofire rp2.1 and genexpert platforms. Both tests generated negative results. Patient did not exhibit any symptoms and negative results were reported to the patient. No harm was alleged. An investigation was conducted which did not identify any product problem. A review of the data revealed that the original patient sample was near or below the limit of detection. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods.

Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Negative results were reported to the patient. No harm was alleged. An investigation was conducted which did not identify any product problem. A review of the data revealed that the original patient sample was near or below the limit of detection (lod). On analysis the sample showed evidence of a low titer sample as the CT was at the limit of detection for the test. Lod samples tend to generate wavering results upon repeat tests. When tested with other tests that have lower sensitivity it is not uncommon for those assays to generate negative results. (B)(4).

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Corrected device code from non-reproducible results to false positive result. (B)(4).